Manufacturer narrative:
Photos of external device tubing were submitted by a cardioquip customer and sent to cardioquip epidemiology for investigation. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email on (B)(6)/2023. As of the date of this report, cardioquip is awaiting hpc test results to provide further assistance and recommendations.

Event description:
Biomed is concerned about the possible contamination in the external tubing set. After reviewing your images, our epidemiology department recommends performing heterotrophic plate count (hpc) testing on the impacted unit to provide a quantitative assessment of water quality.

Manufacturer narrative:
Following test results outside of cardioquip specifications for water quality, cardioquip recommended that the device receive an internal water pathway replacement. The customer sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Lab results(3004939290-2023-03467-2 2023): 11162331-pre - 1,146,000 mpn/ml (above acceptable limit). To remediate the device contamination, the customer is requesting an internal water path replacement procedure.